Manufacturer narrative:
The balloon guide catheter was returned and assessed. No issues were found with the main lumen or balloon lumen hubs. The balloon inflation port was found to be intact. The catheter body was found to be kinked near the distal tip. The balloon was found to be ruptured with the proximal end torn and separated and with the distal end still attached. The balloon guide catheter main lumen was flushed, and water exited from the distal tip. The balloon guide catheter balloon lumen was flushed, blood and water exited from the ruptured balloon. No other anomalies were observed. The device was sent out for further evaluation a supplemental report will be submitted. MDR linked with: 2029214-2017-01175. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after performing thrombectomy, the marksman microcatheter was removed from the patient and the tip was observed to be damaged with the distal tip left in the patient's head. The patient presented with a severe stroke in the right proximal m1. The patient also had a very sclerotic carotid. The patient was receiving mechanical thrombectomy for this issue. Vessel tortuosity was moderate and the access vessel was the ica. The reported device and any accessory devices were prepared as indicated in the IFU. The 9f balloon catheter was used and the ica was accessed with a 5f catheter. The balloon appeared to be kinked but was still inflated and the case continued. Then non-medtronic balloons were used for dilation. Balloon dilation did not achieve much, but was able to advance the wire and marksman catheter to the clot. There was force required during delivery or removal of the catheter. Thrombectomy was performed with a 4x40 solitaire device without significant improvement. When the marksman was removed, the distal end was completely damaged and the solitaire was sticking out of the distal end of the catheter and could not be removed. The missing tip was not noticed at this time. Another catheter was th en advanced with the wire, which tracked fine and the wire was removed to perform a captive procedure. Large clot came out on the stent. At this point, the distal tip of the marksman was found located in the distal branch of the artery and was left there in the patient.

Manufacturer narrative:
The device evaluation is still underway. Once it has been completed a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the situation, it is presumed that the damages caused the balloon to rupture. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the cello instructions for use (IFU): if a device becomes lodged in the guide catheter, or if the guide catheter becomes severely kinked, withdraw the entire system (guide catheter, guidewire and catheter sheath introducer). Withdrawing the balloon through introducer sheath may damage the balloon. Do not use the catheter again after withdrawing the balloon through the introducer sheath. Ensure the balloon is completely deflated before withdrawing the guide catheter. If information is provided in the future, a supplemental report will be issued.